Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission. The implantable cardiac monitor exhibited post-sensed t-wave oversensing. Programming changes were discussed. The patient was stable and would continue to be monitored.

Event description:
New information available on (B)(4)/2018 states that, the programming changes were not made, the oversensing resolved on its own. The issue presented via a merlin transmission, the clinic did not contact the patient so patient condition is unknown but is being monitored.